Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 3.50x38mm promus element plus drug-eluting stent was advanced to the lesion. However, as soon as the stent was deployed, it was observed under fluoroscopy that there was a non blood flow limiting proximal to the stent edge dissection. A 2.75x16 promus element plus drug-eluting stent was advanced to overlap the proximal end of the previously deployed stent to cover and treat the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.